Manufacturer narrative:
Date of event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having severe pain in the right buttock, the same side as the implant, and it felt like the device was pinching a sciatic nerve. The patient stated that the throbbing pain was going to the ankle and it started six months ago but now she couldn't stand to walk or sit for too long, but if she laid on her left side the pain would go away. The patient noted that she also couldn't sit or strain on the toilet because it would hurt. The patient mentioned that she had fallen over half a dozen times in the last year and that the patient programmer (pp) does not always work properly. It was reported that the patient had to wiggle it to connect and that the implant seemed like it moved on the side of laying flat. The patient stated that she decreased stimulation down but it didn't seem to help the pain. Trouble shooting attempts were made and the pp showed stimulation was on but it was unknown if the patient felt stimulation in the correct area. The patient connected with the pp and it showed therapy was on p4 at 0.8v. During trouble shooting, the patient decreased stimulation to 0.0v and turned therapy off. There were no further symptoms or complications reported or anticipated.